Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that 1 ¿ 2 years after dental implant was installed, the patient had depression and kept the loose dental prosthesis until its fracture. Moreover, the patient presented bone type I and immediate implant and immediate load procedures were performed.